Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Instructions for use for the related event are as follows: this report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the patient had echo today that showed some clot. Additionally, patient is bleeding from chest tubes, patient is receiving blood products due to the bleeding from chest tubes and bleeding from the sternotomy. Also the patient experienced atrial fibrillation and went into and remained in rapid atrial fibrillation over the course of the day. The plan was to continue venting with the impella with low pump speed level with support from extracorporeal membrane oxygenation (ECMO). The device was explanted, care was withdrawn, and the procedural outcome is the patient expired. Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.